Event description:
During the eval of a returned spectrum infusion pump, 3 occurrences of "door jammed" alarms were identified in the event history log. Any pt involvement, injury or medical intervention is unk since these items were found during eval of the device.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The reported "door jammed" alarms were confirmed through the event history log review. The cause was undetermined. If any additional information is received, a follow-up will be sent. The upper aux, lower aux, door latch hook, and I/o pcb were replaced.